Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, a 10cc fluid loss at a rate of 5 cc/min was received with 20 seconds left in the ablation phase. A cervical leak was observed, and the physician ended the ablation. A small "superficial" burn was observed on the posterior fornix. The entire cervix was treated with silvadene cream. A loop electrosurgical excision procedure (leep) biopsy was then performed. The patient's condition at the conclusion of the procedure was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.